Event description:
During percutaneous coronary intervention (pci) procedure, 90% stenosed lesion in the right coronary artery (rca) proximal-mid was treated. A stent was deployed in the proximal and another stent was deployed in the distal. An intravascular ultrasound (ivus) catheter was used to take images. In the process of withdrawing the catheter, the physician felt strong resistance. He pulled and pushed the catheter, but he was not able to move the catheter. The guide wire exit port of the catheter was stuck to the distally deployed stent. The physician pulled the catheter with the force, elongating the catheter shaft. The physician attempted to remove the catheter with a goose neck snare, but the tip was found to be separated in the rca proximal-mid, with proximal jutted into the aorta. The blood flow was ok. One of the stents, which was not fully expanded, was post dilated and the procedure was terminated. The patient was stable. Three days later, the patient's symptom changed. As the patient was advanced in age, and the physician thought the surgical operation had a greater risk. Pci was performed; the detached tip which had been left in the rca proximal-mid was fixed to the vessel wall with a stent. The patient is reported to be stable and has been discharged.